Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type is noted to be between 3-4. The patient has a history of diabetes. The patient presented on (B)(6) 2021 for primary procedure on tooth #4. The patient returned on (B)(6) 2021 before the second stage surgery with complaints that the temporary bridge was loose. Upon examination the provider notes the patient had occlusal trauma as a result of biting down too hard on the abutment. The patient's symptoms have since been relieved and a new implant was placed and is healing.